Event description:
Kimberly-clark received a report stating, ¿two microcuff ett devices failed in the medical ICU on the same patient, one right after the other. Both microcuff ett devices have small tears on the cuff which are very difficult to see.¿ kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as record (B)(4).

Manufacturer narrative:
The device history record review is pending. Two samples were returned. The cuffs of both samples exhibit almost identical tears. We are unable to determine a root cause for this reported event as the investigation is ongoing. If any additional relevant information is identified following completion of the DHR, the additional relevant information will be submitted in a follow-up report. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.